Manufacturer narrative:
Investigation and conclusion: investigation: the (B)(6) power supply was returned for failure investigation. The returned part was visually inspected and functionally tested. A visual inspection of the returned part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The unit powered up normally and no errors were recorded in the diagnostic logs. The unit was put into normal ventilation mode for 46 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service, an 840 ventilator's gui (graphical user interface) reset itself. The ventilator was not on a patient at the time of the event. The service engineer replaced the power supply to address the issue. The unit passed all testing and operates within the manufacturing specifications.